Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had felt heating while charging her ipg. The patient reported she typically charges 4-5 hours. The patient stated the ipg site would heat after about one hour. The patient was advised to charge frequently and for less amounts of time while charging. An attempt to follow up with the patient was unsuccessful, as the contact information was no longer valid. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.